Event description:
A tps cable was sent for service and exposed bare wires were noted. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Additional info will be submitted once the quality investigation is completed.